Event description:
Per the clinic, the patient experienced an infection at implant site which leads to extrusion of the implant (specific date not reported). It is unknown if there are plans to perform revision surgery for the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on december 13, 2022.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2023, in order to clean the area of infection with antibiotic flush under general anesthesia. The patient also underwent a skin flap rotation within the same surgery in order to cover the device. This report is submitted on june 15, 2023.